Event description:
It was reported that patient presented with redness at the lead incision site. Infection was suspected but after a wound exploration surgery, the physician assessed that there was no infection. The patient was administered antibiotics and the patient has recovered.